Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. Duodenal ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and initiated duopa therapy the week of (B)(6) 2021. On (B)(6) 2021 the patient was hospitalized for abdominal pain and urinary tract infection. On (B)(6) 2021, while hospitalized, the patient experienced pleural effusion, pericarditis, and pyelonephritis. On (B)(6) 2021, the patient experienced gastric duodenal ulcer and digestive hemorrhage. The patient was intubated, ventilated, had a pleural drain placed, and was admitted to the intensive care unit. On an unknown date, the peg tube was removed and an nj tube was placed.